Event description:
When a flow sensor was taken out from a box, the female part of the cable was found to be bent. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.